Event description:
The following information was provided: right knee revision surgery today. The previous revision surgery was from another company¿s knee to stryker. The revision today was due to pain and instability. During implant removal most of the distal femur came off with the femoral implant so it was necessary to go to a gmrs implant. No further information is available from the doctor or hospital. Update on 29 apr 2026, based on medical review: tibia with loosening seen around the tibial stem. Implant has fallen into varus, and the medial plateau is collapsed. The tibial stem is impinging on the lateral cortex. Femoral component not clearly loose but in significant extension on the lateral view.

Manufacturer narrative:
Reported event: an event regarding loosening, malposition and periprosthetic fracture involving a triathlon baseplate was reported. The event was confirmed via clinical review. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: "conclusion/assessment: no medical records, patient history, sequential x-rays, or exams were provided for review. Based on the images, the pi report and implant usage sheets, a tka was revised to a stryker component. The reasons for revision and prior implant were not defined. The revision went on to become painful and loose. Again, the history leading to the revision was not provided. At revision, there was removal of the distal femoral bone, presumably inadvertent, that required revision to a hinged mrh construct. The outcome of the surgery and postoperative course were not provided for review. Event confirmation: a revision right knee surgery to a stryker component can be confirmed. The reasons for revision and prior component cannot be confirmed. The revision was for loosening which can be confirmed and for pain that cannot be confirmed. The revision components were a mrh hinge based on the implant usage sheets. Root cause: the root cause of the primary tka and the initial revision cannot be ascertained based on the information provided for review. The reason for revision of the stryker component was loosening and reported pain. The need for the mrh implant was femoral bone loss at the time of revision." -product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: it was reported that "tibia with loosening seen around the tibial stem. Implant has fallen into varus, and the medial plateau is collapsed". The event was confirmed via medical review. The root cause of this event cannot be determined with certainty. As clinician indicated, "the root cause of the primary tka and the initial revision cannot be ascertained based on the information provided for review. The reason for revision of the stryker component was loosening and reported pain. The need for the mrh implant was femoral bone loss at the time of revision." No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.